Event description:
A other health care professional reported with a description of scratches on the optics of intraocular lens (iol). Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product cnwtt3-t6 that is sold in the united states under (PMA/510(k) # (p190018). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.4. , h.3. , h.6. And h.11. The product was not returned for analysis. Only video was returned. Received video shows what appears to be an implanted iol. There appears to be a scratch/mark on the optic surface near the gusset area. Based on our observations of the attached video, it appears that an iol has been implanted. There appears to be a scratch/mark on the optic surface near the gusset area. A definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is:(B)(4).